Event description:
During initial manufacturing testing, the device did not detect air in line. Note: the device was received from the customer with a report that the device "falsely alarmed for air in line."